Event description:
FDA has out lawed an ingredent in the albuterol inhaler. The new inhalers do not work. They seem to be defective. The medicine does not blow out of the canister, as it should. It seems to leak all over and get clogged, you go through one in a day or two just trying to get one decent puff. I filled my prescription this month and as of today have nothing left to help me. I get 3 at a time. People need the inhaler to blow out the medicine, when you cannot breathe you need that to come out easily. This is a life threatening problem for many people. I have spoken to my pharmacist, and he has had many complaints on this product. He gave me the name of the company, ivax laboratories. I have contacted them with no real results. They sent me an envelope to send them back the defective inhalers. I have 6 empty, clogged looking ones to send them. I have tried to contact the FDA by phone and have not been gotten back to, my next step seems to be going to my local news station with my story. I am very scared for people with asthma righ now. We count on these to help when we most need them. Something needs to be done about this and soon, our lives are counting on it.